Event description:
It was discovered by our it team that bd alaris devices avoided or would not connect to channel 144 on the wireless network access points( aruba network). This was discovered by our it team. They had to reprogram and re-configure majority of the access points in our hospital to block this channel. This resulted in downtime and restart of our entire wifi network. Currently this provides additional strain on our network, as it limits number of channels available to be used by the wifi devices.